Event description:
The manufacturer received information alleging a ventilator "service required" alarm condition occurred and a failure of its battery. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery and power management board were replaced to address the issues.